Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had an infection at the anchor site. Surgical intervention was undertaken at an unknown date and the system was explanted. The infection is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.